Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on stapling, the stapler was unable to fire, the surgeon was able to squeeze the handle, there was a problem unloading the device. A new product was used to resolve the issue. There was no patient injury.